Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The inspection identified a flickering image. A root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported the bronchovideocops exhibited a fuzzy picture. The scope was unplugged and plugged back into the processor but continued to have a fuzzy picture. The issue occurred during a therapeutic, bronchoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.